Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump was found to have a defective latch lock sensor and downstream occlusion (dso) sensor after a latch/lock test and occlusion test. Additionally, the dso seal was delaminated. After investigation the results indicated a reportable malfunction due to the defective latch lock sensor and dso sensor. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the latch lock flex sensor, dso sensor, and dso seal. The manufacturer representative updated software, reset the unit to standard configuration, and performed dso/upstream occlusion (uso) sensor calibration. The pump passed all functional tests and performed as intended after repair validated through dso/uso sensor testing.

Event description:
The customer returned the product for the unit displaying a "cassette not properly attached error", and during physical inspection it was found that the latch lock flex sensor and dso sensor were defective. After investigation the results indicated a reportable malfunction due to the defective latch lock flex sensor and dso sensor. This occurred during testing, and there was no patient involvement.